Event description:
The customer reported a check sum error and that the sys would not boot due to this error. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sram was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.